Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2021, the patient experienced pain ("pain / several pains"). On an unknown date, the patient experienced back pain (seriousness criterion intervention required), hypersensitivity ("strong allergic reactions (red marks)"), fatigue ("fatigue"), disturbance in attention ("loss of concentration"), amnesia ("loss of memory"), tooth infection ("repeated dental infections"), depression ("depression"), insomnia ("insomnia"), visual impairment ("vision problems") and tinnitus ("hearing problems (tinnitus)"). The patient was treated with surgery (essure removal and essure removal). Essure was removed in (B)(6) 2021. At the time of the report, the pain outcome was unknown. The reporter provided no causality assessment for amnesia, back pain, depression, disturbance in attention, fatigue, hypersensitivity, insomnia, pain, tinnitus, tooth infection and visual impairment with essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-jun-2021: the case will be deleted from bayer pv database. Nullification reason: upon receipt of new information from reporter, it was identified that this case is a duplicate of case 2021-079510. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2021, the patient experienced pain ("pain / several pains"). On an unknown date, the patient experienced back pain (seriousness criterion intervention required), hypersensitivity ("strong allergic reactions (red marks)"), fatigue ("fatigue"), disturbance in attention ("loss of concentration"), amnesia ("loss of memory"), tooth infection ("repeated dental infections"), depression ("depression"), insomnia ("insomnia"), visual impairment ("vision problems") and tinnitus ("hearing problemas (tinnitus)"). The patient was treated with surgery (essure removal and essure removal). Essure was removed in (B)(6) 2021. At the time of the report, the pain outcome was unknown. The reporter provided no causality assessment for amnesia, back pain, depression, disturbance in attention, fatigue, hypersensitivity, insomnia, pain, tinnitus, tooth infection and visual impairment with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2021, the patient experienced pain ("pain / several pains"). On an unknown date, the patient experienced back pain (seriousness criterion intervention required), hypersensitivity ("strong allergic reactions (red marks)"), fatigue ("fatigue"), disturbance in attention ("loss of concentration"), amnesia ("loss of memory"), tooth infection ("repeated dental infections"), depression ("depression"), insomnia ("insomnia"), visual impairment ("vision problems") and tinnitus ("hearing problems (tinnitus)"). The patient was treated with surgery (essure removal and essure removal). Essure was removed in (B)(6) 2021. At the time of the report, the pain outcome was unknown. The reporter provided no causality assessment for amnesia, back pain, depression, disturbance in attention, fatigue, hypersensitivity, insomnia, pain, tinnitus, tooth infection and visual impairment with essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.